Event description:
It was reported that the customer went to the ocean while wearing the insulin pump, and the device was malfunctioning. The mother stated that moisture underneath the display was observed and the device was alarming. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.